Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33417. It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of one lead and on one contact of the other lead. Surgical intervention occurred during which the lead with high impedance on multiple contacts was explanted and replaced and the other lead was reset to address the issue. It is unknown which lead was explanted and replaced and which lead was not.